Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion left anterior descending artery (lad). It was reported the 3.5x15mm trek balloon dilatation catheter (bdc) was advanced to the target and lesion and used in the procedure without issue. The bdc was removed from the patient and the balloon was noted to be only partially deflated. There were no adverse patient effects and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported difficulty was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty could not be determined. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. There was no report of any damage noted to the device during inspection prior to use or during successful use in the procedure, which suggests that a product quality issue did not contribute to the reported complaint. Returned device analysis noted that the inner and outer member appeared necked/stretched at the shaft. In this case, it is possible that the noted necked/stretched inner and outer member contributed to the reported deflation issue; however, it is unknown when these damages occurred, and a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.